Event description:
It was reported by the aci distributor that a patient underwent a catheterization procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected a mynxgrip vascular closure device 6f/7f to close the access site. It was reported that the balloon lost pressure at the second stop. A second mynxgrip vascular closure device 6f/7f was used successfully. Hemostasis was achieved. The patient was hospitalized. The discharge date was not reported. The patient's hospitalization was not mynx device/mynx procedure related. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (lot f1219102) indicated that the device lot met all established performance criteria prior to shipment. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the root cause could not be determined.